Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date the 1.1mm drill bit broke. Surgeon removed the broken drill bit from the patient. The broken drill bit was discarded. No further information is provided. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm this is report 1 of 1 for complaint (B)(4).